Manufacturer narrative:
Information contained in this report was previously submitted through psr 04/29/2010 and 04/22/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was reported as rupture and burning pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side irritation/inflammation, burning pain and rupture. Device has been explanted.

Event description:
Patient reports left side irritation/inflammation, burning pain and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, one opening curved on the posterior, crease fold and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified, one opening crease sharp on the posterior and stress marks.